Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4). Related MDR number: 3011649314-2026-01052.

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 54-year-old male patient presented to his (B)(6) with concerns related to previously placed dental implants. The implant placement was performed on (B)(6) 2026 at tooth locations #23 and #30. It was reported that the implants were not placed after immediate extraction and were not immediately loaded. The patient presented with the issue at the second-stage surgery. During the examination, the doctor discovered that the implant had failed to osseointegrate and was removed on (B)(6) 2026 without the use of any instruments. The implant was not replaced. The patient was asymptomatic. The prosthesis was a full-arch prosthesis, and the opposing arch consisted of a full-arch screw-retained. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and good oral hygiene